Event description:
It was reported that during the implant procedure, the left ventricular lead could not be advanced through the catheter. The lead was no longer used and replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
.